Event description:
The company was recently informed that in 2008, the patient reportedly experienced vertigo and loud noise. The patient had surgery for a perilymphatic fistula in 2008. The fistula surgery revealed fluid between the electrode array and positioner. Both areas were packed. The medical chart notes at about about three weeks later reported that a week before, the patient was admitted into the hospital for 24 hours due to vertigo. Also, a small suture was removed on that day. After the surgery, the vertigo symptoms improved.

Manufacturer narrative:
The patient's device remains implanted. She is hearing well with her implanted device. This is the final report.